Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what were the indications for surgery? Gastric gist. What was the anatomical location of lesion? 3x3 cm lesion, lesser curvature, middle part of the stomach. Can a timeline of events be provided? Fever and radiological evidence (CT scan) of dehiscence 48h after surgery. Was a leak test performed? If so, what type and what was the result? Yes, intraoperative gastroscopy and hydropneumatic test. Were there any issues noted with staple formation at any point throughout the care of the patient? No, uneventful surgery.

Event description:
It was reported that post-operative on the second day of a stomach gist procedure, a 2 cm dehiscence of the last staple line is evident. The stapler was used to close the breach in the anterior wall of the stomach after removal of the lesion. 3 green reload have been used with a 60 mm manual echelon flex. The dehiscence is closed with pds and the entire stomach is reinforced with a suture,